Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient developed wheeze, dyspnea, and blood stained sputum. The patient was hospitalized following the procedure due to the dyspnea. The patient was treated with theophylline intravenously for the complications following the procedure. On (B)(6) 2015, the patient's wheeze and blood stained sputum were reported to have resolved. On (B)(6) 2015, the patient was discharged from the hospital and the patient's dyspnea was reported to have resolved.